Event description:
During a pci procedure involving a calcified lesion, the quantum maverick monorail balloon ruptured at 16 atms on the second inflation. The initial inflation was to 12 atms. Resistance was encountered during advancement. The procedure was completed with another device. No patient injuries or complications were reported. Patient status is listed as "good".